Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding. Customer did not specify the duration of the delay. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding. Customer did not specify the duration of the delay. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist reviewed the device and found that the issue was caused by the customer's network. Device is working as normal.